Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting beep tones due to high out-of-range right ventricular (rv) lead impedances. All other lead values were stable and within normal limits. No adverse patient effects were reported. No surgical intervention was performed and the patient will be monitored.